Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site and was found bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels reached 416 mg/dl while wearing the pod between 4 and 24 hours. Patient's mother stated that the cannula came out of the patient's skin. When removed from the infusion site (abdomen), the pod's cannula was also found bent. As treatment, a bolus was delivered and a new pod was applied. The patient's blood glucose, carbohydrate, and insulin history are as follows: (B)(6).